Manufacturer narrative:
(B)(4).

Event description:
It was reported when the asymptomatic patient presented to the clinic for a routine follow-up, stored episodes of auto mode switching were observed due to atrial lead noise. Noise could not be reproducible while the patient was in clinic. No programming changes could be made as the noise was larger than the p-waves. The patient condition is stable and will be monitored with routine follow-up.